Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) inappropriately treated an episode of supraventricular tachycardia (svt) with anti-tachycardia pacing. The ICD remains in use. No patient complications have been reported as a result of this event.